Event description:
It was reported that the control-iq algorithm decreased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 46 mg/dl, and the meter bg reading was 315 mg/dl. Bg was addressed via a manual injection. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.